Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the rubber adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera ii ultrasound gastrovideoscope had problems related to the rubber valve. From inside linear, valve cap was removed from inside scope, during a therapeutic procedure. The procedure was completed with a similar device. And there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer¿s allegation was not confirmed. The device evaluation found, that the bending section cover was damaged. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.